Manufacturer narrative:
The device involved in the event wil not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
It was reported the catheter ruptured and broke off during onyx injection. The broken segment remaining in the patient. No patient injury reported.same event as MDR# 2029214-2011-00103.